Event description:
Customer's father reported via phone, the customer was experiencing high blood glucose of 471 mg/dl and the insulin pump was not alarming no delivery. Customer's father changed out the infusion set and was able to get insulin to exit. Troubleshooting was performed. Customer treated blood glucose with 6.1 units of insulin. He hears the device running but no insulin was coming out. High pressure test was performed and the device passed. The device is being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.